Event description:
"During removal of the catheter due to an abnormality in the shape of the catheter (bulbous distension of the vascular catheter) there was a venous hemorrhage from the subclavian vein. The hemorrhage subsided spontaneously after the venous vessel was occluded after applying 10 minutes of pressure".

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared. Under #510k130576. Device history record batch record file number 36984291 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in december 2021. Summary of investigation the involved sample was returned for investigation. Visual inspection of the returned device: we received one celsite babyport from batch number 36984291 for investigation. The returned components include the access port housing, the connection ring, and the catheter in two separate parts. The catheter is clear cut, indicative of being cut by a sharp instrument during device explantation procedure. This is not the defect " bulbous distension of the vascular catheter" observed by the physician. The access port housing shows blood contamination, and approximately 10 puncture marks are visible on the septum. A 2.5 cm section of catheter remains attached to the access port housing. No crack is visible on this segment. The second part corresponds to the distal extremity of the catheter. This extremity appears rough and calcified, measuring 13 cm in length. It is surrounded by biological material, including blood and fibrin. A crack is present in the middle of this section. Around the crack, the material is stretched, which corresponds to the defect reported by the doctor. Coagulated blood is present inside the catheter. We can hypothesis that the presence of a fibrin sleeve has contributed to some difficulties to rinse the catheter. As rinsing operation was not efficiently performed, blood clots appeared inside the catheter's lumen, and this has led to catheter's obstruction. If the injection is forced with such conditions, this led to an overpressure inside the catheter and then, to a burst of the catheter's wall. Dimensional measures: the below dimensions are verified on the returned device: these dimensions are compliant with the defined specifications. Manufacturing process review: during our manufacturing process, the aspect of catheters is 100% visual inspected at several steps by production operators. Also, a statistical visual inspection is performed on finished catheters by quality control department. All those controls were compliant during the manufacturing of the impacted catheter batch. Raw material historical review: the batch record of the catheter included into the impacted device kit was verified: batch is compliant with the defined specifications and no discrepancy was observed. Raw material used for the manufacturing of catheter was compliant at receipt too. Root cause the evaluation of the returned device did not reveal any manufacturing defects. The observed damage appears to result from excessive pressure applied inside the catheter while its distal extremity was obstructed by a fibrin sleeve / blood clot. This situation can occur if an injection is forced despite the blockage or following an attempt to clear the obstruction using high-pressure fluid. Fibrin formation is a known complication of access port implantation, particularly in pediatric patients when a polyurethane catheter has been in place for several years and the distal tip becomes positioned high in the superior vena cava (svc). Here, the access port was implanted in (B)(6) 2022 and the incident occurred in (B)(6) 2025, so more than three years of implantation. As the patient grows, the catheter tip gradually moves higher within the svc, which increases the risk of complications such as catheter displacement, fibrin deposition, and eventual encapsulation or integration into the vessel wall. The IFU give recommendations to avoid this type of complications. Conclusion the investigation did not identify any manufacturing defect in the device. The catheter burst occurred due to overpressure probably because a fibrin sleeve / blood clot obstructed the distal part of the catheter, leading to its burst during an injection. As stated in the instructions for use (IFU), in case of system obstruction, the blockage should never be cleared by injecting fluid under high pressure. This type of incident is rare. No actions plan is foreseen at this time.

Event description:
"During removal of the catheter due to an abnormality in the shape of the catheter ( bulbous distension of the vascular catheter ) there was a venous hemorrhage from the subclavian veinthe hemorrhage subsided spontaneously after the venous vessel was occluded after applying 10 minutes of pressure"